Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that biopsy needles could not be seen by the navigation system. To restore functionality, the navigation system was replaced with a demo unit. The navigation system has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the navigation system was unable to track the biopsy needle after locking the trajectory of the instrument. Rather than opting to adjust the entry point, the surgeon manually measured the biopsy needle and extracted a diagnostic sample. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The reported issue was tested for reproducibility. It was reported that on a demo model, the reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a cranial biopsy procedure, the case went smoothly but when they locked their trajectory the tip stop point metric displayed abnormally. The biopsy needle would not track although the system knew it was seeing it, as a result, the cut window would not line up. They unlocked & re-locked trajectory without resolution. The site did not want to reset entry and target. The surgeon manually measured the depth, proceeded with the case, and got a biopsy sample. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.